Event description:
A report was received that the patient is experiencing pain, swelling at ipg site and difficulty charging as the ipg had migrated. The patient will undergo a ipg revision.

Event description:
A report was received that the patient is experiencing pain, swelling at ipg site and difficulty charging as the ipg had migrated. The patient will undergo a ipg revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.

Event description:
A report was received that the patient is experiencing pain, swelling at ipg site and difficulty charging as the ipg had migrated. The patient will undergo a ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and was doing fine after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed